Manufacturer narrative:
Pump received with broken reservoir tube lip noted. Up arrow button not responding due to j2 connector unlocked on liquid crystal display board. Displacement test and self test could not be performed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had cracks around the pump reservoir hatch. The blood glucose was unknown at the time of the incident. The device is expected to be returned for analysis.